Manufacturer narrative:
(B)(4). Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Vascular access was gained via the right femoral artery. The procedure treated multiple target lesions in the moderately to severely calcified left main artery (lm), left anterior descending artery (lad), and left circumflex artery (lcx).the target lesion in the lm was severely stenosed; therefore, the physician stented that lesion first. The physician deployed a 3.0x8mm promus element plus stent at 18 atms for 10 seconds in the lm. The stent was well apposed and expanded. The physician then deployed a 2.75x38mm ion stent in the lad with no issues. The target lesion in the calcified and severely tortuous mid lcx was treated next. The physician attempted to advance a 2.0x20mm non-bsc balloon to predilate the lesion; however, the physician was unable to navigate to the lesion due to the tortuosity which included an s bend. The physician then utilized successfully a 1.5x20mm apex push balloon, a 2.5x30mm non-bsc balloon, and a 3.0x30mm apex balloon to predilate the lesion. Multiple attempts were made to cross a 2.5x28mm promus element stent delivery system (sds) between the balloon dilations; however, each attempt was unsuccessful due to the tortuosity of the vessel. During each attempt to cross the 2.5x28mm sds, the mach1 guide catheter was deeply intubated into the lm into the proximal lcx and this caused the proximal or the distal edge of the 3.0x8mm promus element stent to become flared and start to shorten. A 2.0x23mm non-bsc stent was deployed in the distal portion of the lcx and then the 2.5x28mm promus element stent was able to be successfully deployed in the mid to proximal lcx. The physician attempted to overlap the non-bsc stent with the 2.5x28mm promus element stent; however, this was unsuccessful. The 2.5x28mm promus element plus was not long enough to treat the entire lesion, and there was difficulty encountered tracking the promus element plus distally. When the 2.5x28mm promus element stent was deployed, the 3.0x8mm promus element plus stent previously implanted in the lm was foreshortened by 4mm. The stent was then crushed behind the 2.5x28 promus element plus in the proximal lcx. The 3.0x 8mm promus element plus stent was physically pushed into the lcx artery via the 2.5x28mm promus element plus or the guide catheter. When the 2.5 x28mm promus element plus was deployed, the 3.0x8mm was deployed in the lcx behind the 2.5x28mm promus element plus. A third 2.5x23mm non-bsc stent was attempted to cross in the lcx, but was unable to cross into the lcx, therefore, it was redirected into the lad and was deployed from the lm into the lad. The patient was taken to the ICU for observation, and discharged from the hospital one week post-procedure.